Event description:
The outcome was later reported as 'resolved without sequelae - resolved (B)(6) 2013.

Event description:
It was reported the patient experienced increased pain and they fall frequently. There was a potential fractured catheter. The device was interrogated on (B)(6) 2012. The results were normal. The event was ongoing. The pump was delivering fentanyl and bupivacaine.

Event description:
Additional information received confirmed a catheter break and/or cut. It was also reported that the device was interrogated additionally on (B)(6)-2012, and the results were still normal. The physician refilled and reprogrammed the pump and delivered a bolus. The physician also added compounded prialt to the medication cocktail.

Manufacturer narrative:
Concomitant medical products: patient programmer: model # 8835, serial# (B)(4). Catheter: model# 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. Catheter: model# 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Event description:
The catheter fracture was not yet confirmed. The drugs in the pump were bupivacaine and prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).